Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that there was no delivery and no insulin. It was noted that the insulin pump did not alarm no delivery, however there was a black circle indicating that a no delivery was occurring. Customer also mentioned that this occurred when attempting to bolus. Customer's blood glucose reading at the time of the call was 163 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip and a cracked reservoir tube.